Event description:
It was reported the customer had a weak battery alarm and a failed battery test alarm on their insulin pump. The customer stated the failed battery test alarm has occurred multiple times. It was also found the customer's infusion set was leaking. Customer was advised their insulin pump will be replaced due to the recurring failed battery test alarm. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The operating currents were in specification. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.